Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. This occurred during device power up in the delivery room department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d9: device avail. For eval? Yes. H11: the device was received for evaluation. During evaluation, the reported problem of 'turn off' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be physical damage. The door cover, keypad and the battery gasket require replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.